Event description:
A report has been rec'd of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly, the incident occurred while a pt was receiving hemodialysis treatment when a nurse noticed that a kink occurred behind the bvm door at the point of where the line connects to the cuvette. Also had incidents of kinking at the short tubing segment leading from the top of the cuvette into chamber. Product appears normal during set up but when it warms up kinking occurs. Clotting did occur. Although there was pt involvement, there was no injury to the pt but causes re-needling and a delay in treatment.

Manufacturer narrative:
(B)(4).